Event description:
It was reported that a pump alarmed for a system error 322 while delivering heparin to a pt. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval could not confirm a system error 322 alarm. The device was tested for over 7 days and did not alarm for a system error. Review of the device history log confirms that the device alarmed for system error 322 multiple times. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.